Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they believed that when they went through the airport security, their ins was turned off and that they have been having accidents every day. Patient further explained that even when they had not had anything to eat for a long time, they still had accidents and lead them to believe that the therapy was off. Patient then explained that prior to therapy she was having accidents every day, and with therapy has only 1-2 accidents/month. During the call when attempted to check therapy with the patient programmer, the patient programmer came up with a splash screen and the screen will then go blank. Patient replaced the patient programmer batteries with the recommended batteries but the patient programmer was not powering on. They could hear a beep and the interstim icon appear on the screen but the patient programmer would not power on. Patient was then transfer to repair. No further complications were noted or anticipated